Event description:
A clinical study reported: pt who experienced low back pain for over a yr and was treated with narcotics and anti-inflammatories had an acdf at c5-6 on (B)(6)-2004. In (B)(6) 2010 pt experienced severe right arm pain. Surgeon treated pt with four laser procedures spaced three days apart for osteophytes at the cervical spine. The plate and screws were not removed. This is two of two reports for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.